Manufacturer narrative:
It is unknown where the bed is or if it even exists anymore. The employee who discovered the deceased is no longer with the facility. The facility does not keep records beyond 3 years, therefore all any records of the decedent, the incident, the product and the employee have been destroyed.

Event description:
Correspondence stated that an (B)(6) female was sleeping in a hospital - type bed with a safety railing, in a senior assisted living facility. She slipped off the bed and her neck was caught between the mattress and the safety railing. She died of asphyxia. The incident was not witnessed. The incident occured in 2008.